Manufacturer narrative:
Concomitant products: dtba1d1 crt-d implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and the patient received multiple inappropriate shocks. There was also an alert for high undefined pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.